Event description:
Customer reported that the device breath rate changed from 60 to 140 without any intervention from the user. The malfunction was accompanined by high pressure alarms. The device was in use at the time of the occurrance but there was no pt injury.